Manufacturer narrative:
Event description continuation: factors cited that may have contributed to the adverse event include known left ventricular (lv) dysfunction. Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition. Physician opined that the patient suffered pump failure due to poor lv function and frequent poorly tolerated vt episodes. Transseptal puncture was performed with an unspecified transseptal needle. There is no sheath information. Generator parameters, generator settings, power titration, overall ablation time at the site of injury, and last ablation cycle time at the site of injury were not reported, as no ablation was performed. Patient received anticoagulant (heparin) during the procedure with activated clotting time goal of 250-300 seconds. There were no errors reported on any bwi equipment during the procedure. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 system (model# fg540000 serial# unknown), pentaray nav catheter (model# d128210 lot# unknown), coolflow pump (model# unknown serial# unknown), unknown brand transseptal needle (model# unknown lot# unknown), unknown brand dual chamber ICD (model# unknown lot# unknown). Full UDI # information unavailable since the lot number is unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure under general anesthesia for recurrent ischemic left ventricular tachycardia with a navistar® thermocool® electrophysiology catheter and suffered a pericardial effusion (requiring no medical or surgical intervention), cardiac arrest (requiring defibrillation, pharmacologic support, and cardiopulmonary resuscitation), and death. Left ventricular access was established via an uneventful transseptal puncture. Right ventricular (rv) quad catheter was positioned in the apex. Navistar thermocool catheter was positioned in the superior vena cava (svc). Pentaray nav catheter was positioned in the left ventricle for electro-anatomical mapping. Mapping was attempted in ddd pacing via the implantable cardioverter defibrillator (ICD), as pressure was low with rv pacing via the quad catheter. During the mapping phase, the patient had several episodes of poorly tolerated ventricular tachycardia (vt) which were successfully terminated with anti-tachycardia pacing (atp) via the rv quad catheter. After atp, the blood pressure recovered. During the final vt episode, atp was unsuccessful. External defibrillation terminated the vt and a paced rhythm was established, but the blood pressure did not recover. Inotropic and anti-arrhythmic medications were administered. Cardiopulmonary resuscitation (CPR) was initiated and after a prolonged resuscitation, the patient was pronounced deceased. It was noted that an echocardiogram performed during resuscitation revealed a minor pericardial effusion that was not considered to be the cause of the cardiac arrest or suggestive of a perforation during transseptal puncture. Echocardiogram also revealed poor left ventricular function with areas of akinesia. Medical history includes ischemic heart disease (ihd), two previous vt ablations, dual chamber ICD, and recurrent vt.